Event description:
The customer reports that data is missing when transmitting data from a software version 3.2 site to a software version 3.1.1.2 site. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).